Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported a patient's atrial lead presented with low pacing impedance. It was also noted the lead was frequently in high output mode. No changes were reported. There were no patient consequences.